Manufacturer narrative:
N/a

Event description:
The following has been reported: biomed reported: " unresponsive and ghost touch screen " patient harm: no a preliminary review of the logs identified the following issue: random touches registered. An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for random touches registered. Upon return, the device was found to register touch input without any user intervention. An internal investigation was opened to address this issue. A new lcd will be installed during the repair process. The pneumatic plate screw mounts are damaged and the handle has a gouge mark by the secondary led. Lcd touch screen, main pcba, handle and pneumatic plate will be removed and replaced during repair process before unit is sent to the test line for full functional testing.